Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 12, 18-20 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device without any patient complications reported. The patient was in good condition.